Manufacturer narrative:
(B)(4). The service tech isolated the issue to the gas delivery engine and has not returned the gas delivery engine to the MFR for failure analysis.

Event description:
The company rep reported the following: we have placed the compressor in this avea s. No. (B)(4) but fio2 high alarm is still coming. I have tried to do o2 blender calibration in service screen but there is a big difference between set fio2 and measured value on external fio2 analyzer. Fio2 delivered value is not stable and it keep changing if we do the test again. Set measured on fio2 monitor 25%, 47.6%, 40%, 46.4%, 60%, 76.2%, 80%, 79.8% and sometimes its 100%, 95% 83.2% and sometimes its 99-100%.

Manufacturer narrative:
This follow-up MDR was identified as requiring submission during a two year retrospective review. Failure analysis: avea gde was received for investigation. After installing the gde assembly onto gde test station, configured the assembly for fio2 testing with the fio2 set to 60%. The reported issue was verified as the monitored fio2 value read meaning the reading is over 103%, this was verified using an external fio2 analyzer. After ruling out the reg/relay assemblies the issue was isolated to the blender assembly and was removed and sent to the manufacturing line for further testing. The blender assembly failed the post test as the hub assembly was found to be very loose. This is currently a known issue addressed with an internal action.